Event description:
It was reported that the patient implanted on (B)(6) 1997, suddenly started hearing strong background noise when processor was switched on. Re-implantation is planned for (B)(6) 2013.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.